Manufacturer narrative:
The results code was corrected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation after multiple falls. High impedances were measured on the leads. As a result, the patient's lead was explanted and replaced. The physician indicated the lead was fractured. Surgical intervention restored effective therapy.